Event description:
Per the clinic, the patient underwent a procedure on (B)(6), 2012, to clean infected tissue around the implant site. The patient was also treated with silver nitrate. The implanted device remains. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): the implanted device remains.